Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was able to provide the upn and lot number of the suspect device; however, the lot number did not match with the upn and would not populate in the system. Therefore, the manufacture and expiration dates are unknown. Detailed product information was provided to bsc; however, the lot number would not populate in the system. We completed a good faith effort to obtain the correct information; however, it was not provided. Because the product is incomplete at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used during an esophagogastroduodenoscopy (egd) procedure performed on an unknown date. During the procedure, the clip was able to grasp and lock onto the tissue, but the clip did not deploy from the catheter. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.